Event description:
It was reported that the patient underwent implant of a cardiac resynchronization therapy defibrillator (crt-d) system without complication. The day after implant, while the patient was lying down, the device system parameters were tested and noted to be excellent. The electrocardiogram (ECG) showed a narrow biventricular paced qrs complex. A short time later, at another physician visit, an ECG revealed a widened qrs complex with apparent loss of resynchronization. The patient was in a sitting position at this appointment. The electrograms revealed that usual atrial sensed biventricular pacing was occurring in supine position in the last two beats. However, the first two beats (sitting position) showed oversensing in the left ventricular (lv) channel that resulted in inhibition of lv pacing and only right ventricular (rv) pacing and thus loss of synchronization. The timing of the oversensing indicated that it was due to depolarization in the left atrium (occurred after a delay in the right atrial sensed event). The likely reason was the location of the anode of the lv sense configuration (lv ring 2) in the coronary sinus resulting in oversensing of the left atrial activity with the programmed lv tip 1 to lv ring 2 configuration. This happened only during upright position at the programmed lv sensitivity of 1 mv and can be explained by posture related alterations in the atrial volume and left atrial-coronary sinus anatomical relationships. In this case, the lv sensitivity was decreased from 1 mv to 1.5 mv which appeared to resolve the issue and the crt-d system remains in service.

Manufacturer narrative:
Please refer to section d for updated device information received from the corresponding author.

Event description:
It was reported that the patient underwent implant of a cardiac resynchronization therapy defibrillator (crt-d) system without complication. The day after implant, while the patient was lying down, the device system parameters were tested and noted to be excellent. The electrocardiogram (ECG) showed a narrow biventricular paced qrs complex. A short time later, at another physician visit, an ECG revealed a widened qrs complex with apparent loss of resynchronization. The patient was in a sitting position at this appointment. The electrograms revealed that usual atrial sensed biventricular pacing was occurring in supine position in the last two beats. However, the first two beats (sitting position) showed oversensing in the left ventricular (lv) channel that resulted in inhibition of lv pacing and only right ventricular (rv) pacing and thus loss of synchronization. The timing of the oversensing indicated that it was due to depolarization in the left atrium (occurred after a delay in the right atrial sensed event). The likely reason was the location of the anode of the lv sense configuration (lv ring 2) in the coronary sinus resulting in oversensing of the left atrial activity with the programmed lv tip 1 to lv ring 2 configuration. This happened only during upright position at the programmed lv sensitivity of 1 mv and can be explained by posture related alterations in the atrial volume and left atrial-coronary sinus anatomical relationships. In this case, the lv sensitivity was decreased from 1 mv to 1.5 mv which appeared to resolve the issue and the crt-d system remains in service.